Event description:
The sys 6 dual trigger rotary was sent for eval due to running on it's own without user activation during a procedure. The case was completed with a back-up device without any delay. There was no pt injury or adverse consequences associated with the device.